Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was able to rejoin his sensor session and resume insulin therapy successfully. Technical support instructed the customer to call back if the malfunction code recurred, which the customer acknowledged and understood.